Event description:
Plate broke at a screw hole. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with ti matrixrib universal plate on an unknown date. It was reported the plate broke post-operatively and was causing discomfort to the patient. It was reported the osteosynthesis of the rib has occurred and the bone is completely healed and for that reason the removal of the plate will not imply the use of a new plate. Patient was returned to the or on an unknown date and the hardware was removed. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Additional product code: hwc. The matrixrib plate was implanted because of a rib fracture. The plate has broken and was causing discomfort to the patient. At that time, the bone was completely healed. Therefore no new plate was implanted. The failure of the investigated matrixrib plate was due to dynamic bending which led to the material fatigue. Element composition testing and electron microscopy were performed. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. This complaint is invalid. Placeholder.